Event description:
It was reported that during an implant procedure on (B)(6) 2026, the atrial lead was connected to the pacemaker (pm), the measured impedance was high. This impedance reading was not observed during pacing system analyzer (psa) testing prior to connection. The physician elected to not used the pm, and a new pm was implanted. The patient was stable throughout the procedure.